Event description:
It was reported that there was an alert for shock impedance high out-of-range. Technical services advised to have an x-ray done. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced onto the original pulse generator. There were no additional adverse patient effects. It was reported that there was an alert for shock impedance high out-of-range. Technical services advised to have an x-ray done. There were no adverse patient effects. The system remains implanted.